Event description:
It was reported the pt suffered a heart attack shortly after a revision procedure on (B)(6) 2013 (reference MFR reports: 1627487-2013-03393 and 03394). The pt's heart issues showed as the pt was being monitored in post-op. The pt had a stent placed on (B)(6) 2013. The pt is doing well and is expected to make a full recovery.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.